Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 376mg/dl, 200mg/dl. Tests were done less than 10 minutes apart with a difference of 54%. Pt did not experience any adverse events. No further info has been reported.